Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used in partial hepatectomy, even though the sealing end tone was generated, the sealing was not done, so there were three dissectors used in total. The first one was used for 1 hour, the second one was used about 15 minutes after starting use. The procedure was completed with another device. No patient harm.